Manufacturer narrative:
Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the screw driver was broken during surgery. No pt complications were reported.